Event description:
The user cannot hear when using the device since (B)(6) 2020. The user has been re-implanted.

Manufacturer narrative:
Conclusion: the device investigation found that the device was not working according to specification due to a malfunction of the electronic circuitry. Further information on the implant registration card states that two channels were left extra-cochlea at implantation surgery. The investigation results appear to match the problems mentioned in the recipient report. Other observed damages are most likely attributable to the explantation surgery. This is a final report.

Manufacturer narrative:
Additional information: in accordance with the information in the recipient report and the manufacturers experience with this kind of device, it is assumed that it is likely in an early stage of failure due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause a device investigation would be necessary. Further information on the implant registration card states that two channels were left extra-cochlea at implantation surgery. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user cannot hear using the device since (B)(6) 2020.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user cannot hear using the device since (B)(6) 2020.